Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received compromised force sensor system alarm. It was reported that the alarm was present in the alarm history. It was reported that the blood glucose level was normal. No further information or assistance provided.